Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant medical products and therapy dates: bur device, drill device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not rotating, and the unspecified error code were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device experienced excessive noise and heat. It was further determined that the device had a component damage. It was further determined that the device failed pretest for noise assessment and handpiece temperature assessment. Therefore, the reported conditions of heat and excessive noise were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that during a unicondylar knee replacement (ukr) surgical procedure with the navio system, it was observed that while burring the femur, the handpiece device displayed a motor function error. It was reported that the burr device spun freely in the drill device when taken out of the handpiece but would not extend or retract in the handpiece. Furthermore, the drill sounded very high pitched and had a grinding sound during cutting. It was reported that the drill was taken out of the handpiece to ensure the burr would spin freely, then proceeded to use a small freer to loosen the grid locked gears in the handpiece near the snap lock. It was reported that there was less than a thirty-minute delay to the surgical procedure. It was not reported if a spare device was available for use. During in-house engineering evaluation, it was observed that the device experienced heat. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.